Event description:
On a date still unk to us an electrosurgical procedure was performed at hospital in another country. A wem electrosurgical generator (no model has been revealed) and an unsplit dispersive electrode (model skintact rs01) were used. The electrode was placed on the leg of the pt. The nature of the procedure, its duration, skin preparation and the precise location of the electrode on the leg have not been disclosed to us so far. The pt was burnt underneath the dispersive electrode. The wound has been described as a "1st or 2nd degree burn". The wound has been treated with a healing cream "fibracase" four times a day. The injury was reported to be healing well ("good progress"). No info of the size of the wound could be obtained so far. The distributor has only provided several photos of the electrode involved in the incident.

Manufacturer narrative:
The retained and returned samples of the same lot have been tested visually, electrically, thermally and mechanically. All samples were found to perform within the limits. No faults could be detected. The photos of the customer showed the involved electrode. The electrode showed four burnt spots, the first measuring app. 20x5mm, the second 15x10mm the third 25x15mm and the fourth 5x5mm. Plenty of hair visible on the electrode in the burnt areas indicate that the IFU has not been followed. The IFU specifically states to shave the selected skin area and to clean it carefully, and warns that the failure to shave might lead to burns ("faca a tricotomia de area escolhida na pele e limpia-a com cuidado. Atencao, pois a falha da tricotomia pode causar queimaduras de pele."). This failure of the user to follow instructions has at least contributed to but most probably caused the event. We assume that the excessive hair left at the placement site has impeded full contact of the gel with the skin or even served as a preferential return path for the current, thus created local hot spots and eventually led to the burns. As no further info has been made available to us so far despite of repeated efforts (questionnaire and repeated emails), no further analysis can be performed at this stage. We will continue to ask for further info and will relay such info and any further conclusion in a follow-up report.